Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the fractured lead caused 16 inappropriate shocks. The pace/sense portion of the lead was capped and a new pace/sense lead implanted. No further patient complications were reported as a result of this event. It was later alleged by attorney the patient "suffered physical and other injury as a result of the recalled lead" and "in or (B) (6) 2007, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."